Event description:
Patient had star sliding core mobile bearing revised.

Manufacturer narrative:
Patient had star sliding core mobile bearing revised. Company report form indicates sliding core bearing was deformed.